Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was 4.2 mmol/l. The customer could not insert sensor as needle was loose. The patient noticed this when she removed plastic cap of needle so sensor could not be inserted. The customer was advised that sensor will come back for analysis and will be replaced by a new one.